Manufacturer narrative:
No further information was provided. As supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome could not be conclusively determined and a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. The patient expired on (B)(6) 2022, and (B)(6) was not returned for evaluation. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08dec2016. No further information was provided. The manufacturer is closing the file on this event.